Manufacturer narrative:
(B)(4). The hand piece was tested on a generator and found to be functional. However, it no longer meets design specifications for phase margin the hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.

Event description:
It was reported that during an unknown procedure, the handpiece gave error 3 during testing. There was no information on case involvement or patient information. The rep stated there was no patient consequence.